Event description:
Additional information was received indicating the patient has fully recovered.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
There is no evidence contained within the reported information at this time that indicates that the design or performance of the system had any effect on the integrity of the posterior capsule. The company service representative examined the system and found the functioned as intended. As a preventative measure (pm), the active irrigation module and the footswitch were replaced. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported events cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during cataract surgery, the anterior chamber was unstable and as a result, the patient experienced a posterior capsule rupture. An anterior vitrectomy was performed.